Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the midpoint. A piece approximately 0.4295" x 0.0660" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additional observation related to the customers complaint: the harmonic ace was found to fail energy recognition test. The instrument was placed on an in-house system. The instrument was connected to an in-house ethicon. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message " replace hand piece " on 3 out of 3 attempts. Common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage during use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. Root cause of failed recognition test is attributed to a broken blade.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.